Event description:
Customer reported leaking at the stopcock and tubing connection during infusion. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.